Manufacturer narrative:
Pump passed displacement test, self-test and active current measurement. No low battery alert noted during testing. However, high sleep current found during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2026 13:58:00. No unexpected low battery alerts listed in the pump trace download. Battery cycle 22.0 received the low battery alert (104) on (B)(6) 2026 13:58:00 faster than expected at 0.67 days. Battery cycle 21.0 received the low battery alert (104) on (B)(6) 2026 19:28:00 faster than expected at 0.73 days. Battery cycle 20.0 received the low battery alert (104) on (B)(6) 2026 00:11:00 faster than expected at 0.77 days. With reference to the baat tool instructions, the customer did experience an unexpected battery power loss of less than 7 days per the pump history records. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case. The sc1-cap/reservoir does lock properly. Unexpected battery power loss and charge/battery lasts less than expected was confirmed with a high sleep current measurement, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alert prior to replace battery alert. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. This was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue using the device.